Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing and noise oversensing. One shock induced ventricular fibrillation. The device successfully converted that arrhythmia. The shock impedance was 161 ohms. The system was programmed off and a trans-venous system may be implanted later. There were no additional adverse patient effects.